Event description:
It was reported that the ca070 disposable clip applier had crossed jaws and clips. The procedure was completed using another MFR's device. No pt injury or complication was reported.